Event description:
Unable to deflate bulb of foley catheter so catheter could be removed. Nurses worked over period of several hours to try to get bulb to deflate. Finally deflated enough to be able to pull foley out, but caused considerable pt discomfort.